Event description:
It was reported that patients implant procedure was aborted due to unknown reason. Patient was also experiencing significant abdominal pain that is not relieved by medication. No further information could be obtained despite good faith efforts.